Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient that on (B)(6) 2015 the patient experienced no readings. The foreign patient inserted the sensor on (B)(6) 2015. The foreign distributor did not report any injury or medical intervention

Manufacturer narrative:
(B)(4).